Event description:
There are numerous reports (14 reports across 3 health care facilities from june to august) that various alarm conditions are difficult to troubleshoot with the ICU medical plum 360 infusion pump. These reports are associated with adoption/transition to these pumps as a new technology in the facilities. The majority of these reports occur in critical care units that administer high alert medications. In these instances, alarms have caused interruptions in medication infusion and in some reports stating minor/moderate harm to patients. These alarms require increased time and additional staff to resolve. Distal occlusion, proximal occlusion, and air in line alarms have all been reported. Specific examples include: 1) a delay restarting a propofol infusion after an air-in-line condition could not be cleared as the pump was checking the cassette; 2) a delay in tissue plasminogen activator (tpa) administration after difficulty clearing cassette errors and proximal occlusion alarms; and 3) a delay in restarting an epinephrine drip after 9 back-to-back distal occlusion and air-in-line alarms. Some of the reports describe staff not following the appropriate steps to clear alarms (e.g., troubleshooting like it is a different alarm condition) while others describe users following the appropriate steps (checking IV lines, back priming, following ICU medical troubleshooting guide) are unable to clear the alarm conditions or that clearing the alarm conditions takes an extended period of time. This report is being submitted to document the usability challenges, emphasize the importance of robust user training, and share strategies identified by the manufacturer to troubleshoot alarm conditions. Manufacturer response for infusion pump, plum 360 (per site reporter). The manufacturer has visited two sites to provide additional training to clinical users on the appropriate methods to resolve alarm conditions on the plum 360 infusion pumps. The additional training has had mixed results. The manufacturer has also provided guidance on changing the distal occlusion pressure threshold from 6 psi to 10 psi - it was determined that some pumps needed a drug library update to change the threshold from 6 psi to 10 psi. Additionally, the manufacturer indicated: 1. I am aware there are concerns with alarms not clearing. 2. I did evaluate some event logs, and I did not see this reflected in the logs. 3. The alarms noted were mainly proximal occlusions on line b. This happens when the following occur: a. Line b is clamped. B. When backprime is attempted and a syringe or line is not attached. C. When backprime is attempted and the barrel of the syringe was not aspirated slightly to break the stiction prior to attaching. D. When the syringe or tubing on line b is attached improperly and the clave is damaged. 4. It is important when an occlusion alarm happens, people note if it is proximal or distal and trouble shoot accordingly. 5. When the distal occlusion alarm alerts, it has hit the threshold of the specific psi setting in the drug library. We currently have some confusion about current settings. It could possibly be 6 or 10. If it is 6, there will be nuisance alarms in the adult population. 6. A table was provided from the operator¿s manual illustrating how to troubleshoot distal occlusions.